Event description:
Contact reported that the surgeon was using the smallest lordotic angle charite endplate, it was overlooked by all that the endplate was put in backwards. Although this did not cause an adverse affect immediately the patient return with pain in the lower back. Fractures were noted at the level of implantation. As this would likely result in surgical intervention an MDR is being filed.

Manufacturer narrative:
Issue appears to be a surgical technique related issue. Endplate was implanted backward. Surgeon also reported having to use significant force during insertion. This may have contributed to the bone endplate fracture.